Event description:
It was reported via repair work order that the left side rail will not latch due to a damaged latch assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.